Manufacturer narrative:
The sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation between the female connector and main body; further described as ¿the dark blue (internal) connection has been unscrewed¿. This occurred during use of the device for peritoneal dialysis therapy, during disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.